Manufacturer narrative:
One pacing catheter with monoject 1.5 cc limited volume syringe was returned for evaluation. Contamination shield was attached to the catheter body between 33 cm and 110 cm area from the catheter tip. The catheter was stained red around the bonding area between the connector housing and the extension tubing. After removing the contamination shield, an indentation was observed at approximately 110 cm proximal from the catheter tip. Catheter body was found kinked at approximately 45 cm proximal from the catheter tip. No cut, slit or puncture was observed on the catheter body. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Continuity testing confirmed an open condition in the ventricular distal line and an intermittent condition at the ventricular proximal electrode when flexing the catheter. The atrial electrodes were continuous without an open or intermittent conditions. The thermistor was submerged in a 37.0 c water bath and read 37.0 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. No visible damage to the balloon or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air by holding the balloon under water. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of pacing issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that the catheter became unable to pace during use. St. Jude medical external pacemaker box was used with the catheter and 'ventricular pacing leadwire disconnected' error message had been shown. The catheter position was checked by x-ray, but the catheter was located correctly. The catheter was replaced and the problem was solved. There were no patient complications reported.